Event description:
It was reported that this patient underwent a surgical procedure to remove and replace a tactra malleable penile prosthesis due to proximal crossover causing the penile shaft to rotate approximately 90 degrees clockwise. It was noted the crossover occurred when the device was originally placed but not identified until 6 months after implant. The device was successfully removed and replaced. The patient was doing well following the procedure.